Manufacturer narrative:
Conclusion: surgeons often attempt to repair mitral valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates inadequate results. This is often due to suboptimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device (1). In this case, medtronic received information that during the procedure to implant this 26mm annuloplasty ring, the ring was explanted and replaced. The physician stated the size of the ring was too big to adequately shrink annulus for proper coaptation of leaflets and did not resolve the mitral regurgitation (mr). (1) mick et al, ann cardiothorac surg 2015; 4(3):230-237.

Event description:
Medtronic received information that during the procedure to implant this 26mm annuloplasty ring, the ring was explanted and replaced. The physician stated the size was too big to adequately shrink annulus for proper coaptation of leaflets and did not resolve the mitral regurgitation (mr). No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.